Event description:
It was reported that the patient experienced ineffective therapy. Diagnostics revealed high impedances on all contacts of the leads. Lead fracture was suspected. As such, surgical intervention may take place at a later to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A patient experienced ineffective therapy was reported to abbott. Diagnostics revealed high impedances on the leads. Lead fracture was suspected. No intervention is scheduled at this time. The device was not returned for disposal/evaluation. As a result, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, a single definitive root cause for the reported issue was unable to be conclusively determined.